Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not duplicated. The battery cap measures within specifications and the battery compartment is intact. The black box dates from (B)(4) 2014 - (B)(4) 2014. No power on reset events observed in black box. Alarm history shows two eaw 054 alarms on (B)(4) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed, no evidence of moisture or loose components inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.